Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The report event, when harvesting the sutures only one suture was present with no knot, was confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, 6 unused, sterile proglide devices with the same part number and same lot number as the complaint devices were returned for evaluation. All unused devices passed visual and functional testing. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on visual and functional assessment of the returned devices, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with proglide devices, via an 8f sheath using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was removed, no sutures were present. The device was removed and a second proglide device was used. When harvesting the sutures, only one suture was present with no knot. A third proglide was used and when the plunger was removed, no suture was present. The sheath was upsized to 16f. The aaa procedure was completed and hemostasis was achieved surgically. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other proglide devices referenced are being filed under separate medwatch MFR numbers.